Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing on the ventricular channel. The ventricular lead was sensing activity at slightly less than 200ms prior to the true ventricular event. Programming changes were made and resolved the issue. The patient was fine and would be followed up normally.